Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced 4 low flow alarms upon interrogation of device. Labs result and blood pressure were normal. The patient experienced more low flow alarms over the weekend and was given hydralazine and norvasc. Hydralazine was stopped due to hypotension. The patient was encouraged to increase oral fluid intake. The low flow alarms were believed to be attributed to dehydration. Doppler was 82/0. CT angiogram showed eccentric left ventricular hypertrophy with severely decreased left ventricular systolic function. The estimated ejection fraction was 10%. The aortic valve opens intermittently with lvedd of 7.0 c. The patient had a mild mitral regurgitation, mild to moderate tricuspid regurgitation, and mild left atrial enlargement. The patient had a normal venous pressure and the estimated pa systolic pressure was 21 mm hg. There was an inadequate visualization of the right heart. While in hospital, the patient reported having dysphagia and felt food gets stuck in the middle of the patient's chest. Esophagram was performed on (B)(6) 2019 that was unremarkable. The patient was discharged on (B)(6) 2019 with orders to continue norvasc at home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of low flow alarms was confirmed based on the evaluation of the submitted log files. Although a specific cause for these low flow alarms could not be conclusively determined through this evaluation, the account believes the events to be related to the patient¿s dehydration. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s dysphagia could not conclusively be determined. The submitted controller event log file contained approximately 11 hours of data from 20may2019. Calculated flow ranged from 2.1-3.8 lpm and averaged 2.6 lpm throughout the log file. The log file captured 107 low flow fault flags, comprising approximately 41% of the captured data. The fault flags were associated with the calculated flow intermittently decreasing to values as low as 2.1 lpm, below the low flow threshold of 2.5. These faults resulted in 15 transient low flow hazard alarms when the calculated flow remained below the low flow threshold for at least 10 seconds. During low flow hazard alarms, average pi ranged from 9.0-10.6 (average 9.8). Despite these low flow events, the actual speed remained above the low speed limit throughout the log file and the device appeared to be functioning as intended. The low flow alarms were attributed to dehydration. An esophagram on 23may2019 was unremarkable and the cause of the dysphagia is unclear. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.